Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies. The customer reported that several sensors had problems. The customer stated that they received cal error alerts and change sensor alerts. The blood glucose reading was 6.7 mmol/l. The products were replaced. No further details were provided.